Event description:
It was reported that the user paused the ilet for a shower and later observed the insulin remaining drop from about 96 units to 51 units despite no visible leakage, no damage to the cartridge or connector, no puddles of insulin, and no alerts, after which the user reconnected and resumed insulin with approximately 6 units delivered over 20 minutes. Symptoms included hyperglycemia with a reported blood glucose of 253 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user, including synced data and logs. Investigation of this case revealed no findings available and insufficient information to identify a device problem or affected component, and there was no indication from logs or the bionic report that insulin was delivered while paused. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.